Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by scrub technician that revision left knee (tka) was performed on (B)(6) 2019 due to patient pain after primary implantation since 2016. During revision case, the primary implant(insert) was revised by implanting new insert ( pn 82-3-0508 lot 62640101) instead. The surgery was completed successfully. No surgical delay.